Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon sleeve and extending approximately 41mm distally across the balloon material. A damage to the tip of the device was observed. This type of damage is consistent with excessive force being applied to the device. Found no kinks or damage to the shaft of the device and no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with this device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with this device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.